Event description:
Boston scientific received a call from the deceased patient's daughter inquiring about the name of boston scientific's insurance company concerning the pacemaker her mother had. The caller did not say much during the call, just kept asking about the company's insurer for a faulty pacemaker. Boston scientific patient services (ps) asked the caller to explain what her concerns were, but the caller would not respond. The call was transferred to boston scientific's legal department. Our records indicate this patient died in 2003. At that time, there were no reported allegations from the field or any medical personnel regarding the patient's pacemaker or death. The pacemaker was not part of any advisory populations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.